Event description:
Procedure: uaginal vault prolapse suspension. Reportedly, during insertion of the ivs tunneller, the dr punctured the rectum. The pt reportedly had an abnormal anatomy, with the rectum more lateral and posterior than normal. The surgeon sutured to repair the rectum. Pt being treated with 5 day levaquin, (antibiotic).